Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was selected for implant. The dimension of the appendage computer tomography (CT) was 15mm x 17mm and on transesophageal echocardiogram (tee) was 24mm x 16mm. The left atrial pressure at time of procedure was 12 mmhg. During the procedure, the appendage had windsock shape, with a helmet shape of compression of the lobe. Close criteria were adequate. A tug test was performed and was good. When releasing the device, the cable did pull at the device. The physician waited to check that device was still in place, and the lobe had changed from helmet shape to tire shape. Echocardiogram was performed to be sure that the device still was in place, but the device slipped from the pulmonary ridge and went out into left atrium. They tried to catch the device with a snare, but it got stuck on the mitral valve and the patient circulation was not good. The patient had extracorporeal membrane oxygenation (ECMO) and went to surgery to remove the device. A biological mitral valve replacement was performed, and the left atrial appendage was closed. The patient was reported as stable.

Manufacturer narrative:
It was reported that the amulet device slipped from the pulmonary ridge and went out into left atrium causing mitral valve insufficiency. Also reported that when releasing the device, the cable did pull at the device. The embolized device was attempted to be snared; after the device was pulled shortly back to the left atrium, it fell back to the mitral valve and was stuck between the left atrium and left ventricle which obstructed the flow. Information from field indicated that the close criteria were adequate and a tug test was performed and was good. The investigation of returned device confirmed the device met visual and dimensional specifications when analyzed at abbott. Based on review of images performed at abbott, the 25 mm amulet was correctly positioned and released from the delivery system but a subsequent device embolization occurred. The cause of the reported device embolization could not be conclusively determined. The reported medical intervention was a result of case-specific circumstances due to an unsuccessful attempt of snaring the embolized device. The reported surgical intervention was a result of case-specific circumstances as the patient had extracorporeal membrane oxygenation and the device was surgically removed; a biological mitral valve replacement was performed, and the laa was closed. The patient was reported as stable. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.